Event description:
Caller reported that pump experienced a malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with the reset process. Afterward, the malfunction code did not recur, and the customer was advised to continue using the pump but to call back if the issue reappeared.